Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device paced in two chambers when it was only programmed for one. The device was received in good cosmetic and mechanical condition and passed incoming testing on the automated test console. It was noted that its battery contacts were contaminated. Once the proposed repairs are approved the main board will be calibrated and the battery contacts cleaned. It will then be retested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was observed to be pacing on both channels though it was programmed to be only pacing on the ventricular side. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.